Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the 4-way valve was stuck/not shifting causing a 1 red/2 green error code. There is no indication of a failure of the alarms to function, therefore the original complaint issue was not confirmed.

Event description:
Provider states the unit ran for about 5 hours, then unit shut off with no alarming.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the unit ran for about 5 hours, then unit shut off with no alarming.